Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported that buttons were not responding. Customer's blood glucose was 229 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.